Event description:
It was reported that after an external iliac stenting procedure, stent damage was reported. The lesion was located in the external iliac artery. The express biliary stent 8.0x60mm was implanted in 2004. The stent was reported fractured in 2009. The fractured stent was dilated with an unspecified device, and another unspecified stent was implanted. No pt injuries or complications were reported. The pt status is reported as "stable."

Manufacturer narrative:
It is indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.